Event description:
Patient is a 91-year-old female. Per patient's medical record has a history of ckd, dm, diastolic chf, htn, anemia, dementia, respiratory failure with trach and peg. Patient was admitted to chalet on (B)(6) 2023 with a 4cn65h on mechanical vent acpc rr 24, pc 18, peep +5, 35% fio2. Unable to determine when patient had initial trach placement and when last trach change was performed. Per hpmc policy and procedure, initial trach change needs to be performed by md. On (B)(6) 2023 ~(B)(4) rcp noted patient had increased wob, tachycardia, and desaturation. Rcp attempted to troubleshoot and inflated pilot balloon with 10cc syringe, but patient was pilot balloon was unable to maintain air, rcp noted balloon was actively deflating. Emergency trach change to same size tube was performed at this time with (B)(4) rcp with no complications. (B)(6) rn was notified.